Event description:
Additional information received on 07jan2019 stated that the patient low flows had resumption to normal. As of the week before the information, the hcp was not aware of a cause for the drop in flows.

Manufacturer narrative:
Approximate age of device - 19 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was doing well until the night before when the frequent low flow alarms began. The patient then decompensated and required intubation and then transfer back to the ICU. Ldh was 265. Review of the log file by the manufacturers technical services representative showed the low flows. There appeared to be a reduction in blood volume through the pump. There were no other unusual events seen within the log file. Additional information received on (B)(6) 2018 stated that the customer reports the patient was still in the ICU on some milrinone and dobutamine, but had been extubated. The low flow alarms have resolved and the patient was doing well. They anticipate the patient transferring to the step down unit in the next couple of days.